Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative. Hfid # (B)(4): the investigation identified a potential false negative in the first diagonal branch off the lad region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality review resulted in a decrease in the ffrct value from 0.81 to 0.55 on the distal diagonal branch, off the lad region. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.